Event description:
The pump was returned to animas. Evaluation performed by product analysis found intermittent response from the keypad buttons and revealed dislodged force sensor pins. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. During testing the pump was exercised for 24 hours without any issues. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the force sensor issue, the pump keypad was found to be intermittently responding. The keypad was removed and contamination was found under the button contacts. Also unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). Recall # : 2531779-03/24/2010-003-r.